Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output on receiver which, according to the patient, resulted in intervention from a family member in the form of a glucagon shot. On (B)(6) 2013 the patient was not coherent but did not lose consciousness. At around 2-3pm the family member gave patient a glucagon injection, and the patient did not have to seek any further medical treatment after that. At this time the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker sub-assembly. CAPA has been initiated for this issue.